Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 27 mmol/l and high ketones. Cause was not known. Customer administered a correction bolus via the pump to address bg. Customer was taken to the emergency room and was admitted to the hospital. Customer was treated with intravenous fluids of insulin to address the elevated bg. System check confirmed the pump was functioning as intended. Reportedly, the customer overfilled the cartridge. Technical support educated customer regarding cartridge/insulin labeling. At the time of the report, the customer had not been released from the hospital and declined follow up contact from technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.